Manufacturer narrative:
Investigation is in progress. A supplemental MDR will be submited once investigation is completed. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for six samples while using the kit cobas 6800/8800 sars-cov-2 192t. The alleged six samples initially generated negative results. The same samples were retested on a different platform (andis fast sars-cov2, realtime pcr) which yielded sars-cov-2 positive results. The initial negative results were released. No harm was alleged. An investigation is in progress to evaluate the customer issue. A batch MDR is being submitted to represent all the samples on a given run. This will represent one event on a single device as per FDA guidance.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2022-00324. The sample ID¿s alleged and data associated with all of these samples were not able to be provided. After initially mentioning one batch run (620), the customer provided run data for 2 batches (620 and 626) but it could not be confirmed whether or not discrepant results were contained in the run data. A third batch run (628) also mentioned by the customer could not be provided. The customer could not track the sample ID's provided to the sample ID¿s used in the run data making it not possible to know which sample ID¿s from the run data are being alleged. As identification of the 6 alleges samples is not possible, a batch MDR is being submitted. A review of the data was performed for the 2 batch runs that were provided and did not show any major shift or suppression in the control curves and the ic CT in the controls performed consistently throughout the runs. Because the sample ID¿s in the run data could not be provided, curve analysis could not be performed and the negative results could be not be confirmed in the data. The likely cause of the discrepancy alleged is likely sample specific. The customer generated the discrepant results using two separate sample collections. The differences in technology between the two methods also cannot be ruled out as a potential contributing factor.